Manufacturer narrative:
H3, h6: the reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the device and the reported incident. An analysis of the customer provided images confirmed the part and batch numbers. The device was shown with a thin piece of leather it had been used on to demonstrate its poor cutting capabilities. The device was able to indent the leather, but seemed to be catching rather than fully puncturing through. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The complaint was confirmed, and the root cause was associated with component failure. Factors that could have contributed to the reported event include improper sterilization techniques, friction buildup, or material wear from day to day use.

Manufacturer narrative:
Internal complaint reference: case: (B)(4).

Event description:
It was reported that the punch scsr str were biting at edges. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.